Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: investigation revealed that an extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve that caused a build up of debris which in turn that caused resistance to the blower rotation. This issue was resulted to blower damage due to over heating.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow up report. The log files shows that high blower temperature alarms were active on the device. It is visible that the component temperature increased from 76.4 to 92.5 degrees celsius within a minute, and reached a maximum temperature of 111 degrees celsius. The technical support confirmed that blower failure is evident in the device. Vyaire initiated a blower replacement and advised the customer that if the blower alarm reoccur, the main electronics needs to be replaced.

Event description:
The customer reported that tf 316 (blower failure) and tf 401 (inspiration valve and device leaky) are active in this unit. There is patient involvement in this reported event and the patient was transferred to a back up ventilator. No patient harm reported.